Event description:
Boston scientific received information that during a follow up of this cardiac resynchronization therapy defibrillator (crt-d) a yellow screen with a short circuit warning appeared on the programmer indicating a shocking impedances of < 20 ohms. The pacing impedances were within normal range per review of the daily measurements. Noise was noted on the ventricular channel which resulted in inappropriate shock. A right ventricular (rv) lead fracture was suspected. At this time the system remains implanted a revision procedure is scheduled. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
At this time the device and lead remain implanted. Should additional information become available this event will be updated and filed.

Manufacturer narrative:
Should additional information become available this event will be updated.